Event description:
The customer reported that a pt was ventilated and required recannulation due to the cuff was consistently deflating. The customer had no other info.

Manufacturer narrative:
The lot number is unk, therefore, the date of manufacture can not be determined. The tube was discarded and therefore, unavailable for failure investigation. No analysis or conclusions can be made without the device. Info has been added to the database for trending purposes.